Event description:
The customer reported the system would stop a five blocks intermittently and would have to reboot to continue. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.